Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 15-sep-2025 investigation summary bd received one sample for investigation. The returned sample underwent a visual inspection and failed the functional test due to the np cannula being pierced through the side of the sleeve. Additionally, 30 retained samples underwent functional tests. All retained samples passed the tests, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Furthermore, these 30 retained samples also passed another set of functional tests, confirming proper activation with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 1 device exhibited a sleeve function issue where the sleeve did not cover the np needle fully and leakage occurred. There was no health impact or consequences reported.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 1 device exhibited a sleeve function issue where the sleeve did not cover the np needle fully and leakage occurred. There was no health impact or consequences reported.